Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) left ventricular pacing lead and non-guidant right ventricular lead exhibited out of range lead impedance measurements. All other lead measurements are stable. All manual tests are normal. These measurements have been consistent since implant.,